Event description:
Philips received a complaint on the v60 ventilator indicating that the was a failure of the oxygen sensor. In a gfe response from the asp received on (B)(6) 2025, it was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Upon seeing the device issue, the customer engineer immediately replaced the device with a spare ventilator. In a good faith effort (gfe) response from the authorized service provider (asp), the device's diagnostic report (drpt) was not provided. The asp confirmed that the issue was with the gas delivery module (gds), which was replaced to resolve the issue. Following the part replacement, the device was returned to full functionality and normal use. In a subsequent gfe response from the asp, it was requested that the device issue be clarified, but the asp stated that additional information for the oxygen sensor issue was asked but unknown (asku). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.